Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Furthermore the fixation helix was found deformed which most likely occurred during the explantation procedure. The inner coil was also deformed due to over-rotation during the retraction of the fixation helix. In conclusion, the analysis revealed multiple explantation damages. With regard to the issue mentioned in the complaint description, the analysis did not show any deviations which might have contributed to the dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.